Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If device or add'l info becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "11x127 stem broke at junction of 60mm extension. Replaced with (B) (4) compress system."